Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. The root cause was attributed to a sample-specific discrepancy, as single false reactive results may occur due to the assay's specificity being less than 100%. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. The reported results span a period of five years, with the most recent measurements occurring in (B)(6) 2023. On (B)(6) 2023, the elecsys hiv combi pt assay generated two reactive results for the patient sample, with cutoff index (coi) values of 1.30 and 1.19. Additional testing using an unspecified method for hiv antigen/antibody detection yielded a non-reactive result.